Event description:
In 2009, the patient reported her blood glucose was 110 mg/dl and, as her nurse had previously advised her to do any time her blood glucose was at that level, she took a bolus of 3.5 units of insulin and an extended bolus. She stated that during the afternoon her blood glucose elevated to 172 mg/dl to 199 mg/dl to 213 mg/dl and then to 298 mg/dl. She said she then discovered her infusion set was broken at the pig tail portion of her infusion set. She changed the pig tail portion and reconnected to her infusion device. She said her only symptom was thirst and she took 5 units of insulin via injection. On follow up with the patient the following day, she stated, she has had no further issues and her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.